Event description:
It was reported that the device reached elective replacement indicator (eri) after three years of service life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed that battery depletion indicated/eri (elective replacement indicator) and the time of rrt (recommended replacement time) in save to disk was on (B)(6) 2012 and the device rrt was less than or equal to 2.6251 volt. The weekly battery voltage trend data shows battery equaling 2.632 to 2.618 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012, 02:15:00. Also, the device was returned, analyzed and analysis of the device revealed normal battery depletion; meets expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed that battery depletion indicated/eri (elective replacement indicator) and the time of rrt (recommended replacement time) in save to disk was on (B)(4) 2012 and the device rrt was less than or equal to 2.6251 volt. The weekly battery voltage trend data shows battery equaling 2.632 to 2.618 volts between (B)(4) 2012. And there was one patient alert for low battery voltage on 2012 02:15:00.